Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented the clinic with complaints of dizziness. The clinic placed a holter monitor on the patient where loss of right ventricular (rv) capture with asystole was observed. It was noted that the rv lead exhibited high threshold measurements. The patient was sent to the emergency room where the lead was tested again and loss of capture with asystole was once again observed. Subsequently the patient was admitted to the hospital and a revision procedure was performed. During the revision the rv lead was viewed under fluoroscopy and was noted not to be in the rv apex, however the original implant location was unknown. Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.